Manufacturer narrative:
(B)(4).the sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a low drain volume alarm during the initial drain on the homechoice machine (hc). The technical service representative (tsr) assisted the caregiver(cg) to check the patient line for any air or fibrin. The cg stated there is quite a bit of air bubbles. The tsr advised the cg to call their peritoneal dialysis nurse. The hp was contacted on (B)(6) 2012. The hp stated this was an isolated event. The hp stated they did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a low drain volume alarm was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was due to air in the patient line. This issue is being investigated through CAPA.